Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it could not complete testing.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem ( cannot complete testing) has been confirmed. As received, the monitor failed incoming pulse testing and displayed associated service code 203. The cause for the 203 and test failure is broken traces on high voltage capacitor c22 on the defibrillator board. The root cause for the broken traces on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor.